Event description:
Patient bedrail collapsed down while patient was holding rail. As the rail went down, it pulled the on the patient's right wrist. The patient stated he felt a pop. Patient stated this happened before with this bed. M.d. Notified by rn, doctor ordered right wrist x-ray.afterwards the patient stated that full range of motion present without any bruising, deformity, or trauma. The patient declined an x-ray for further evaluation.